Event description:
It was reported by the rep the device was used during an unk procedure. It was reported the safety reset would not stay engaged. An add'l two trocars were used to complete the case. There was no consequence to pt.